Event description:
On (B)(6) 2009, the user facility (B)(6) reported that during a cardiopulmonary bypass surgical procedure, the tubing disconnected at arterial line filter. This was reported as a performance matter. The user facility reported that the clinician immediately turned pump off and both lines were clamped. The arterial circuit was de-aired and connections were re-established. Total time of bypass was 1 minute 30 seconds. It was reported by the user facility that the pt was not injured as a result of this event.

Manufacturer narrative:
Terumo did not receive the suspect device from the customer, so the evaluation was limited to a review of mfg documentation. Based upon available info, the event may have been caused by an insufficient connection made by the user facility during set-up of the circuit. Conclusion: the user may have contributed to the event.